Manufacturer narrative:
This report is filed, april 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced pain at the abutment site. Subsequently, in (B)(6) 2016 (date not reported) the patient was administered a local anesthetic to facilitate excision of tissue from the site; during the same procedure, the abutment was exchanged. The implanted device remains.